Event description:
The customer reported an elevated blood glucose level displayed as "high," but after using multiple daily injections, the customer's glucose levels improved. If additional assistance is needed, the customer will follow up.